Event description:
It was reported that the patient presented to the emergency room in an altered level of consciousness, and was septic and hypotensive. An echocardiogram revealed endocarditis and atrioventricular valve vegetation. The patient's device and two leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the 5076 lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the 6947 lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.